Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed.damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pushwire was found to be broken at distal hypotube and the remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have pushwire break/separation as the pushwire was found to be broken at distal hypotube. From the damages seen on the hypotube (stretching) and pushwire (broken); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Per the sem result, the broken end failed via fatigue, then to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when deploying the tail end stent, the tip of the pusher broke (also reported as the distal tip end of the hypotube by developing, the guide wire was broken and remained in the body). The subsequent use of the self-made lasso rod and solitaire ab still could not remove the broken part, so it had to remain in the body. There were no symptoms reported. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was being treated for a saccular, unruptured aneurysm in the internal carotid artery c5/c6 with a max diameter of 4.5mm and a neck diameter of 2mm. The landing zone was 3.1mm distally and 4.5mm proximally. Vessel tortuosity was normal. Ancillary devices included a phenom 27 microcatheter (lot no. 227752626) and a solitaire ab.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the tip of the pipeline pushwire was broken and remained in the body. The length was about 6-8cm. The cause of the pusher break was not determined.